Event description:
She was getting the apply sample message on her one touch ultra meter. The pt was "clammy, sweaty, disoriented, and on the verge of passing out" at the time of concern. She went to the doctor's office because she could not test her blood glucose. The doctor sent her to the emergency room, where the ER meter read 40 mg/dl. She was treated with IV glucose. At the time of troubleshooting, it was verified that this was not a new product. The pt's technique for sample application was reviewed to be correct and the test strip drew the sample into into the test area. The pt was asked to retest with a new test strip, but the issue was not resolved. This complaint is reported because the meter failed to provide a reading while the pt was experiencing hypoglycemic symptoms. She was treated for hypoglycemia at the emergency room. The meter issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.